Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed motor error multiple times in the past month. The daughter's blood glucose has been high as well; one reported blood glucose value was 494 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. No products were returned or replaced at this time; the mother was going to call back in order to troubleshoot.